Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects it states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the insertion of the femoral stem, the patient's femur fractured. Cerclage wires were used to secure the fracture and the stem remained implanted. The procedure was completed with a delay of less than 10 minutes.